Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted on emergent basis due to swelling the left pocket. She was started on eliquis. Clinician noticed acute swelling, worsening, and bloody drainage from the wound. The patient received IV antibiotics as per plan after surgery and an ice pack. The wound does not appear to be tender and no cellulitis around. The hematoma was drained on (B)(6) 2016 and the device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.